Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and was therefore "disoriented and on the verge of losing consciousness". Emergency physician was called and customer was diagnosed with hypoglycemia, and required treatment of glucose. There was no report of death or permanent injury associated with this event.